Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, but suspected loose interconnect cable connection. System operates as intended.

Event description:
Customer reported the system will fluoro, but will not display images. No pt injury was reported.